Event description:
It was reported that the patient received an inappropriate shock due to noise and inhibited pacing on the right ventricular (rv) lead. Interrogation of the device indicated noise on both atrial and ventricle channels during the episode. It was further reported that the patient was changing a light bulb in a swimming pool at the time of the shock, and that the lead integrity alert (lia) triggered due to increased short interval counts (sic). The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant: dtba1d1 implanted: 2014-(B)(6). (B)(4).